Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation versacross rf wire was selected for use. It has been mentioned that rf wire could be energized but the puncture could not be performed. The punctures with energization were attempted three times. There were changes observed on the intracardiac echocardiography (ice) at the timing of electrical stimulation, but the septal puncture could not be performed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported, the wire was exposed about 3~4mm from the dilator prior to the attempted crossing.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported failure to cross septum was confirmed. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the rf wire and cable were returned for investigation. Charring was visible on the tip, confirming that rf energy had been applied during the procedure. A continuity check was also performed and passed. Two load tests were conducted, the first with the rf wire in question using a known working cable, which passed successfully. The second using the rf wire in question as well as the returned cable, in order to determine the root cause, and the load test also passed. No evidence was identified to suggest a manufacturing or design related issue. Risk assessment: a risk review performed for the versacross rf wire device confirmed that the event of failure to cross septum is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross rf wire device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation versacross rf wire was selected for use. It has been mentioned that rf wire could be energized but the puncture could not be performed. The punctures with energization were attempted three times. There were changes observed on the intracardiac echocardiography (ice) at the timing of electrical stimulation, but the septal puncture could not be performed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported, the wire was exposed about 3~4mm from the dilator prior to the attempted crossing.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation versacross rf wire was selected for use. It has been mentioned that rf wire could be energized but the puncture could not be performed. The punctures with energization were attempted three times. There were changes observed on the intracardiac echocardiography (ice) at the timing of electrical stimulation, but the septal puncture could not be performed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.